Manufacturer narrative:
Section b5: the onset of the patient's chronic infection is captured in manufacturer report number 2916596-2020-02536. Manufacturer's investigation conclusion a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding as well as a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. The submitted log file contained events from (B)(6) 2023 through 18apr2023. Elevations in pump power and flow were captured on (B)(6) 2023 and (B)(6) 2023 with values reaching up to 8.4 watts and 11.7 liters per minute (lpm), respectively. No other notable events or alarms were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, pump pocket) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called on (B)(6) 2023 to report elevations in pump power and flow. The patient reported increases in flows up to 11 lpm (liters per minute) from their baseline of around 4 lpm, and increases in power up to 7 watts from their baseline of 4 watts. Log file analysis confirmed a few un-sustained power and flow elevations on (B)(6) 2023 and (B)(6) 2023. It was reported that the patient's labs and vitals were stable with the exception of moderate occult blood in his urine. The account noted that the patient had a chronic sternal infection that required long-term suppressive antibiotics and that and they had developed a bump on their chest. It was also noted that they previously determined that this patient was not a suitable candidate for pump exchange. The cause of the elevations in power and flow was not identified but the patient's numbers returned to baseline. The patient was treated with uta (methenamine/phenyl salicylate/hyoscyamine) and was to monitor symptoms at home and report changes.